Manufacturer narrative:
Batch review performed on 12 january 2021. Lot 135743: (B)(4) items manufactured and released on 19-feb-2014. Expiration date: 2019-01. No anomalies found related to the problem to date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016

Event description:
The patient came in reporting instability due to laxity, 2 years 11 months after the primary. The surgeon revised the 12mm poly with a 17mm poly and the surgery was completed successfully.